Manufacturer narrative:
H10: manufacturing review: a manufacturing related issue could not be evaluated because the lot number was not known. Investigation summary: the physical sample was not returned. Two images were provided with poor resolution so that the stent struts were not visible; a strut structure evaluation leading to a confirmed result was not possible which led to an inconclusive evaluation result. Based on the information available and because no sample was provided for evaluation, a definite root cause for the reported event could not be determined. Labeling review: it was not known which lifestent product was used for this event. A specific labeling reference was therefore not applicable. Accessories to be used, description of deployment leading to regular strut pattern including tracking, accessories, and lesion preparation are part of the lifestent instructions for use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the vascular stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation, however image have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the vascular stent allegedly fractured. There was no reported patient injury.